Event description:
It was reported via repair work order that the side rail assist cable was broken and the side rail drops quickly when lowering. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.